Manufacturer narrative:
D6b. Device explant date was added as additional information was provided. The investigation was completed and no product returned. Optical signal issue - after 5 days on support, psnr alarms occurred. Waveforms eventually became not visible. No change to hemodynamics, flow, and mc. Pump remained in use. Data log review showed psnr alarm occurred with ps railing to 3000mmhg before returning after 18 hours. No ps issues for the remainder of the case. During the ps blackout, snr drops to zero, contrast barcodes, gain decreases, light decreases, lamp increases to 100. Upon review of the data logs and cross functional review, it is apparent that the console is the potential cause of the issue. Mechanical interaction with blood (hemolysis) - after 24 days on support, elevated pfhb noted in patient. Urine remained yellow. Pfhb remained elevated for the remainder of the case, when labs were taken, with no clinical details relevant to hemolysis. Red urine never noted. The cause of the mechanical interaction with blood was not determined due to no product returned, inconclusive data log review, and insufficient clinical details. Vt- the causes of the ventricular tachycardia were not determined due to insufficient clinical details. Hematoma - the cause of the hematoma was not determined due to insufficient clinical details.

Manufacturer narrative:
Additional information has been provided in h6. This report is submitted as a follow up to provide additional information obtained after the initial MDR submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant had a impella 5.5 pump support ongoing for weeks for the patient admitted in with known cardiac history. During support there was this known alarm but still had a waveform. Now the waveform is not visible. It was further reported that the was having runs of ventricular tachycardia. Additional the patient was noted to have a hematoma in the hip in which anticoagulation was held. There was also some concerns for hemolysis with pfhgb 60 and urine yellow. The patient remains in stable condition and on support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d3. Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d1 and d4. Upon review, the brand name, catalog, and serial number have been updated.